Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Device history record (DHR): reviewed the DHR for the complaint batch 25c23g8273 and no abnormality was observed during in-process and at final control product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: at this stage, the only details we have are what is included in this complaint. In the complaint, ms. (B)(6) alleges that sh is a nurse employed at the (B)(6) and in (B)(6), she performed a successful venipuncture, but the safety mechanism malfunctioned, causing a puncture wound when attempting to dispose of it.